Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, the electrode belt connector was broken, damaging internal wires. The cause of the reset is a disruption in communication between the electrode belt and the monitor. The cause of the disruption in communication is the damaged belt receptacle. The cause of the damaged connector receptacle cannot be positively identified but is likely excessive force placed at the connector while an electrode belt was attached. No adverse event resulted from the defective monitor belt connector. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) reset during incoming testing. The last pt to use this monitor did not report any deficiencies.